Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned for analysis. Balloon material ruptures can be affected by numerous factors including balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. There was no report of any leaks noted during preparation for use. This may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as moderately tortuous, heavily calcified and 99% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. The balloon material may have been damaged during interactions with other devices and/or the tortuous and calcified lesion such that upon inflation attempt, the balloon ruptured. To ensure this type of damage is not a result of a potential manufacturing or product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In this instance, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, however, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that during pre-dilatation in the heavily, calcified, 99% stenosed right coronary artery lesion, the voyager nc ruptured during the first inflation at 6 atmospheres. This was confirmed to be a pinhole rupture. The device was completely and easily removed from the body and another voyager was used to complete dilatation. There was no adverse pt effect. No additional event or pt info was provided, though requested.